Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d10, g4, h2, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. Although the lot number is unknown, the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that reportable malfunction was likely due to damage by stone edges when inflated during stone retrieval. As stated on the IFU and as a preventive measure, the user manual states: do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has yet to be returned to the manufacturer for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if the device is returned for evaluation and/or additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported that a balloon ruptured during a procedure and the physician had to extract the balloon. The event occurred during the initial use of the device. There was no patient harm or injury reported.